Event description:
A device report from synthes indicated a device report from a hospital in (B)(6)reported: patient's first surgery for distal radius and ulna fracture was fixed by k-wire. On (B)(6) 2012, surgeon did orif of the distal radius using lcp vol-dist-radius plate and fixed with k- wire in distal ulna. The fixation k-wire in distal ulna came out, surgeon removed it on an unknown date. On (B)(6) 2013, the plate was curved approximately eight months post op, found by x-ray. On (B)(6) 2013, surgeon removed hardware and fixed the radius and ulna with lcp metaphyseal plate and graft. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient in combination with instability of the fracture situation (pseudo-arthrosis) may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.